Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the rod broke at both sides. Rod breakage occurred because the patient had continued engaging agriculture after the initial surgery. Hence, a revision surgery for rod replacement had be performed. There was a delay of more than 60 minutes in the procedure time as a result of this event. Hospitalization was prolonged due to revision surgery. No patient complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.